Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. However, a field service engineer(fse) visited the site and confirmed the reported event. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the washing case's rubber was missing during reprocessing; there was no patient under anesthesia at the time. There was no procedure involved, and therefore no report of delay or patient harm. This report is linked to the patient identifier, (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was evaluated onsite by an olympus field service engineer and the customer's allegation was confirmed. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, it is likely, that while the user was handling the washing case. The chain of the rubber button was pulled unintentionally and the rubber detached from the lid and the chain. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.